Manufacturer narrative:
H6: phr: a review of the manufacturing records indicated the lot met pre-release specifications. H6: imaging evaluation: imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ several pre-implantation jpeg images from a case report weree completed before submission to gore. ¿ cannot manipulate the images in any way. (Window leveling, rotating, etc.) ¿ cannot provide diameter or length measurements with jpeg images. ¿ cannot confirm diameter measurements on case report jpeg images without dicom image set. ¿ according to these unconfirmable jpeg images, the aortic diameter just proximal to the celiac artery appears to be 24.7mm. Cannot confirm if the flow lumen only diameter is the same with available images. ¿ according to these unconfirmable measurements there appears to be a stenosed area in the celiac artery with a diameter of 3.98mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6), 2026, this patient underwent an endovascular treatment for pararenal abdominal aortic aneurysm using gore® excluder® thoracoabdominal branch endoprosthesis (tambe). The patient had been previously implanted with endurant on the abdominal aorta, and the tambe was placed proximal to the previous device. After deployment of the tambe device, cannulation to the celiac artery through the portal was unsuccessful. It was confirmed that the origin of the celiac artery was unintentionally covered by the tambe device and blood flow into the celiac artery was impaired. The physician confirmed that branch vessels of the superior mesenteric artery were communicated with the celiac artery, so no treatment was given for the unintentional coverage. The celiac portal of the tambe device was embolized with a vascular plug and coils. The patient tolerated the procedure. The reporting physician commented as follows: the aorta at the celiac level was narrow as approximately 20 mm, and that is why the celiac artery was occluded by the tambe device.